Event description:
It was reported the patient's left hip was revised. Patient was asymptomatic, but surgeon had a concern for potential periprosthetic fracture. As reported by surgeon: "expanding osteolytic lesion in the posterior proximal cortex at an just distal to the cement mantle. I described the probable etiology which is fluid pressure and debris gaining access to that area from within the joint." A stem, head, and liner were revised. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's left hip was revised. Patient was asymptomatic, but surgeon had a concern for potential periprosthetic fracture. As reported by surgeon: "¿expanding osteolytic lesion in the posterior proximal cortex at an just distal to the cement mantle. I described the probable etiology which is fluid pressure and debris gaining access to that area from within the joint..." A stem, head, and liner were revised. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding osteolysis involving an unknown exeter stem was reported. The event was confirmed via medical review. Method & results:  -device evaluation and results: not performed as product was not returned.  -clinician review: a review of the provided medical records by a clinical consultant indicated: narrative: as described above this patient had bilateral total hip arthroplasties performed using rejuvenate femoral prostheses. He developed problems on both sides. Initially the right total hip arthroplasty was revised for elevated ion levels and pseudo tumor. The left hip was revised also for elevated ion levels and pseudo tumor and then subsequently developed osteolysis requiring another revision. Conclusion of assessment: this patient had failed bilateral total hip arthroplasties due to elevated ion levels, pseudo tumors and osteolytic lesions. One revision was carried out on the right hip and two revisions on the left hip. I can confirm that the primary and revision procedures occurred since they are documented in the product summary, however I have not been able to see the revision operation report for the right hip and I have no postoperative xrays showing either of the revision implants in place. It is possible that one of the x-rays, the ap of the pelvis, shows a left exeter implant which could be the revision of the implant with a cement-in-cement technique. The causes of failure of modular neck implants are multifactorial including surgical technique such as preparation and insertion, patient factors such as bmi and activity level and implant factors. The explanted prostheses should be submitted to stryker's engineers for analysis to determine if there were any defects present. -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided.  Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device identification and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.